Event description:
It was reported that the programmer had a broken screen and that the cord flap at the back of the programmer was in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was broken and the power cord bay tabs were broken, and therefore the overlay/bezel assembly was replaced and the stylus calibrated and the power cord bay replaced. Analysis also found that the electrocardiogram connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated. It was further noted that the keyboard and slide cover were missing, so they were added. (B)(4).